Event description:
Primary IV tubing was primed with saline then connected to the patient. Infusion was started via IV pump. Nurse noticed fluid "spurting" out of one of the hubs for attaching secondary sets. It was the one closest to the patient. Question if a problem with the backflow valve. IV was stopped and a new tubing set was obtained.